Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device returned but no anomalies were found. The investigator did see a couple of kinks in the guide wire that increased resistance within the lead, but was still able to retract the guide wire from the lead.

Event description:
It was reported that during the implant procedure the guide wire was stuck in the lead. The lead was not implanted. No patient complications have been reported as a result of this event.